Manufacturer narrative:
Patient weight: unknown, information not provided. Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the toric intraocular lens (iol) rotated in the patient's left eye from 26 degrees to 75 degrees on 1 day post operative visit and was at 72 degrees during the 6th day visit. The lens was on axis when the patient left the operating room. The patient had blurry vision due to the rotation. There was no other patient injury. Additional information received confirmed that the lens was explanted and another lens of different model sn_(B)(4) was placed as the replacement. No complication occurred during the explant procedure. A capsular tension ring was also inserted as well. Patient was doing well after the explant and had 20/20-1 vision at post-explant day 1. No further information was available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: july 20, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half and viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.